Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax requiring placement of a chest tube. The targeted lesion, measured 15mm and was located 5mm from the pleura in the lingula. The physician believed the pneumothorax was caused by unspecified biopsy tools. The ion procedure was completed and upon waking, the patient experienced shortness of breath. A moderate to large pneumothorax was identified; therefore, a 28 french chest tube was placed. The patient was hospitalized for 5 days, then discharged home. Per the physician, there was no malfunction of the ion system, instrument, or accessory. The diagnosis was organizing pneumonia.

Manufacturer narrative:
A system log review cannot be performed because the system logs are not available.